Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 3 of 3: reference MFR report#1627487-2016-02464. Reference MFR report#1627487-2016-02465. The patient reports stimulation sporadically increases and turns on or off by itself without prompting for the past two months. Reportedly, the patient will consult with his physician regarding the next course of action to address the issue. Follow-up identified surgical intervention was undertaken during which time the scs system was explanted and replaced. Therapy was restored postoperatively. The issue is resolved.